Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the surgeon had fired a few straps and they all fired correctly. The surgeon went to fire again and the handle got stuck and the plastic tip of the device broke off and fell into the patient. The surgeon was able to grab the piece and remove it with no additional dissection. The surgeon reported that enough straps had fired to hold the mesh in place and so the procedure was completed with the initial device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device with the cannula cap not present on the cannula tabs was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device did not work properly because of impact damage on the prongs of the insertion fork, which was caused as a result of a misuse. It appeared like the prongs of insertion fork hit on a hard surface and this impact caused bending damage on the prongs. The damage on the insertion fork was the cause of the cannula cap falling off. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.